Event description:
The nuclear technician attempted to administer the radioactive agent for the stress test; however, we believe the syringe was defective as the barrel of the syringe split splashing material on the pt and two technicians. The plastic component of the syringe split when the technician pushed the plunger to administer the material.